Manufacturer narrative:
Device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set cannula bent events, three on (B)(6) 2024 and two on (B)(6) 2024. Event occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level was high (specific value was unknown) at the time of event and moderately elevated ketones and the patient was treated with correction injection via multiple daily injection (mdi). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.